Event description:
It was reported that there was an issue with air bubbles in the kids kit. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. Returned sample was visually inspected by quality engineer, according to procedure. Returned sample was tested for water leak test according to procedures. No leakage defect were observed on the returned sample. According to procedure, the following test was also executed on return sample. Insert adaptor into sample site to assure slit is cut entirely through the rubber septum. The return sample passed the test. No bubbles or air was noted on the syringe used to test the return sample. The root cause of the reported issue could not be confirmed. Awareness meeting with operators and quality inspectors about the failure mode reported on this complaint was held and documented. Unique identifier and protocol # are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).